Event description:
It was reported that via remote transmission, high, out of range hv lead impedance was observed. A dft was successfully performed in clinic. The patient is being monitored remotely.